Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following response was obtained: please clarify if the suture or needle broke into separate pieces or if the entire needle separated from the suture: the suture broke at the proximal part. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2024 and suture was used. During surgery, the connection part of needle and suture was broken easily at the proximal part. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.